Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced a system infection. The implantable pulse generator (ipg) system was explanted and replaced. No further patient complications have been reported as a result of this event.